Event description:
"I am a pharmacist and I purchased a homedics brand 2-motor back massager for home use. The product info states how the product should be used and that it should not be used for more than 30 mins at a time. I used this product for three ten min intervals, separated by five min off cycles. I then turned all the controls to off. Fifteen mins later, there was a spark and a pop from the off control device followed by smoke coming from within the device. I then checked and found the device is not ul certified. No harm resulted either to me or to the sofa on which the control was lying. I did not attempt to handle the control device again until I had unplugged the massage pad, so I cannot assess the potential for electric shock. I am concerned because: 1) the device was brand new and had been in my possession less than two hrs. 2) if the device had not been at my side, I might not have realized that there was an electrical problem and attempted to use it again. 3) this is the only brand carried by five large stores at the local mall. There are no alternate products available, so it will be widely sold. 4) the nature of the use of this device will often place it on or near bedding or other potentially flammable materials. 5) the device was turned off when it malfunctioned. 6) there may be potential for electric shock. 7) this co also makes water baths for foot soaks, where electrical shorts in the controls might create a shock hazard."